Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated. A patient experienced ineffective stimulation/ therapy was reported to abbott. It was determined the patient underwent a revision where the leads were moved down to t10/t11 to improve coverage. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-08073. It was reported that the patient is experiencing ineffective therapy from their scs system. The patient underwent surgical intervention on (B)(6) 2024, wherein the patient's scs leads were moved down to establish effective coverage.